Event description:
Customer reported the unit of measurement setting of their locked freestyle flash meter had changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.